Event description:
This is a spontaneous report by a nurse from (B)(6) of the handling of the new luer and frangible system and bacterial peritonitis with (B)(6) in an adult male patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies. On an unreported date, the patient began treatment with extraneal viaflex (dose and frequency not reported; lot number unknown) intraperitoneally (ip) for peritoneal dialysis (pd). The nurse stated that the patient contacted baxter technical service (bts) regarding assistance with the homechoice (hc) device. During the call, the patient stated that the cycler would not pump up his last fill into the heater bag. Per the nurse, the patient stated that the bts representative instructed him to "break frangible first and then connect the line to the bag." On (B)(6) 2011, the patient experienced peritonitis. It was not reported whether an effluent culture or analysis were performed, whether the patient was hospitalized, or whether the patient received any treatment. The outcome for the peritonitis and the action taken with extraneal therapy were not reported. The nurse did not provide an assessment of causality for the peritonitis in relationship to extraneal therapy. The following information was obtain on (B)(6) 2011: the patient was "older". On an unreported date two years ago, the patient began treatment with dianeal pd4 ambuflex nightly (dose not reported), dianeal pd4 ultrabag once daily at 1800 (dose not reported), and a last fill with extraneal 1 l (lot numbers unknown) ip for automated pd (apd) and continuous ambulatory pd (capd). On an unreported date in (B)(6) 2011, the patient contacted bts and was instructed to allow a few drops of dialysis solution to run out from the tubing to ensure patency of the tubing. The patient did so and then connected the pd equipment. On (B)(6) 2011, the patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. There was no exit site or tunnel infection. Per the nurse, this was the patient's first and only episode of peritonitis. The patient was not hospitalized for the bacterial peritonitis. On an unreported date in (B)(6) 2011, the patient received treatment with unspecified antibiotics. The patient was recovering from the bacterial peritonitis. Outcome for the event of the handling of the new luer and frangible system was not reported. Dianeal and extraneal therapies were ongoing at the same doses. The nurse believed the bacterial peritonitis was unrelated to dianeal and extraneal therapies and was caused by the handling of the new luer and frangible system. The nurse did not provide an assessment for the event of the handling of the new luer and frangible system in relation to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident was not determined.